Event description:
During the eval of a returned spectrum infusion pump, 24 occurrences of "air-in-line" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device. No additional information is available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The air-in-line alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received, a f/u will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.